Event description:
It is reported through the attorney, as a result of a legal claim, that allegedly the patient had a stryker trident artificial hip implanted on (B)(6) 2007, which began squeaking on or about (B)(6) 2011, resulting in a revision surgery on (B)(6) 2011 to remove and replace his ceramic on ceramic bearings, which were causing him considerable pain, with ceramic on poly.

Manufacturer narrative:
Device information as reported: trident alumina insert, cat #/lot: not provided. Trident psl ha cluster 58mm, cat # 542-11-58g, lot: not provided. Alumina head, cat #/lot: not provided. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined.